Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument was stuck holding tissue. While the surgeon was suturing the peritoneal flap during this procedure, the surgeon said the force bipolar instrument felt different and ¿disjointed.¿ the jaws of the instrument were stuck on peritoneal tissue; there were no instrument collisions before or during this event. The instrument release kit (irk) was used at this time, but the jaws would not open; the emergency stop button was not pressed. At this time, the robotics coordinator called technical support who advised the customer to press the emergency stop button before trying the irk; the instrument jaws still would not open. The surgeon elected to cut the tissue stuck in the instrument jaws to remove the force bipolar. The peritoneal tissue that was cut was not planned to be cut or removed. The surgeon stated that the force bipolar instrument wrist appeared abnormal and again described it as ¿disjointed,¿ therefore, he was unable to straighten the instrument wrist to remove it through the trocar. A needle driver instrument was used to manipulate and straighten to force bipolar wrist to remove the instrument; the port site was not increased. The surgeon sutured the skin flap over the portion of peritoneum that was affected; there was no bleeding due to this event. A back-up force bipolar instrument was used to complete the procedure robotically as planned. As a whole, this event caused a 15-minute delay. The patient did not experience any post-operative complications due to this event. There are no images or videos of this event. The patient demographic information was not available. The robotics coordinator said out of the two force bipolar instruments used during this procedure, she thinks the instrument that was used for 35 minutes was the one that experienced this complication. The customer plans to return the force bipolar instrument used during this event.

Manufacturer narrative:
The force bipolar instrument was received and found to have a bent grip, causing vertical misalignment of the grips.